Event description:
It was reported that the catheter was inserted via the left subclavian vein. Approximately two weeks later, the catheter separated and the distal portion remained in the pt. A loop snare was used to retrieve the separated catheter portion. There were no pt complications.